Event description:
A customer reported no vacuum was received with a 23 gauge probe. The probe was switched out and the case was completed. There was no patient impact reported.

Manufacturer narrative:
The reported probe has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).